Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl, fell and "broke [their] shoulder", and was unconscious; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer was in a coma for 3 days. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 10 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.